Event description:
(B)(4). After getting essure I started have extreme menstrual cramps. It felt like I was having contractions. I had extreme pelvic pains lower back pains. My whole right side down to my leg would hurt! I had constipation. I had numerous of visit to the ER and my doctors apts. I was put on birth control where I had a period every 3 months but was still in on going pain! I had my cervix dilated to see if that helped and it didn't. In (B)(6) of 2014 my ob finally was convinced to do a laparoscopy where she discovered she could see the device and it moved and was poking me. The right device was removed and scar tissue. My tube was burned. The pain got a little better then in (B)(6) of 2015 the pains got back worst! I had an ultrasound where it was discovered the left coil moved and is now in my uterus! I am currently waiting on a surgery date to have it removed and to have a possible hysterectomy! It depends on if the surgeon can remove the coil from my uterus without damage. I am still in constant pains. I've also had hair loss, felt bloated, and much more!

Event description:
(B)(4). I had surgery on (B)(6) 2015 to remove the coil in my uterus. My doctor removed it vaginally. I did not have an hysterectomy. I am still in pain when my menstrual comes on. I am scheduled for a CT scan (B)(6) 2015. I have to say this over and over. I never experienced this type of pain when my period came on until after essure was implanted.